Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6. Device evaluation: visual analysis of the returned device identified the device was broken shell, missing shell, red particles material was found on the shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken striated, one sharp opening, wear abrasion and one opening crease sharp. Based on the device analysis the final assessment is: one opening crease sharp in the side radius assessed as fold flaw opening. One sharp opening in the side anterior assessed as unidentified (tear) opening. A striated edge broken in the side radius assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Device has been explanted.